Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of emergency room visit for high blood glucose. The (B)(6) states they went to the hospital for a stroke, and their blood glucose level was 300mg/dl. The customer states that they had a CT scan done, and the hospital staff advised the customer to leave the pump on, but the customer refused and removed the pump. The customer states the reason for the hospitalization was due to unresponsive episode, and diabetes. No further assistance was needed. Nothing is being returned or replaced at this time.